Manufacturer narrative:
The complaint investigation for falsely elevated results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and historical performance data. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 86298un20 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The historical performance of reagent lot 86298un20 was evaluated using worldwide data. Patient data was analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 86298un20. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I for lot number 86298un20 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I results for one sample. The following data was provided (customer normal range: 0 to 0.030 ng/ml): (B)(6) 2020 sid (B)(6) initial result = 0.40 ng/ml, repeat <0.01 ng/ml. No impact to patient management was reported.